Manufacturer narrative:
The reported event was confirmed. A picture was provided at intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.